Manufacturer narrative:
MFR's report date: july 02, 2014. (B)(4). Although requested, the device has not been received. A f/u report with investigation results will be submitted should the device be returned for eval.

Event description:
Customer reported that the pump had an inaccurate flow rate during an infusion. Pump was sent to biomed. No pt harm or medical intervention required. Although requested, no add'l pt or event info was provided.